Event description:
Dealer stated that the brakes on a 66500 rollator will not lock into place.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.